Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product is not expected for return.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The infusion device displayed an e4 occlusion message approximately 24 hours prior to the hospitalization. The patient's blood glucose went up to "400's mg/dl." At the hospital, the patient was also treated with insulin injections and saline via IV. The patient was treated with another IV that "may" have contained insulin. The patient was hospitalized overnight and released the next day. The patient changed the adapter and the infusion device started working properly. The infusion device is not expected to be returned for product evaluation.